Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sleeve gastrectomy, a device reinforced reload, purple reinforced reloads and a pencil (which touched up a few spots) were used in the procedure. No bleeding was noted at time of original surgery. Accordingly, post-operatively, the patient was on "code blue" overnight, hypotensive for 10 hours. Patient refused surgery at that point and experienced tachycardia overnight. The following day, the patient was brought back to the operating room with suspected bleeding and the surgeon noticed a large hematoma along staple line and short gastric, there was no active bleeding noticed, "egd" was normal, staple line was intact and the surgeon clipped staple line on the same day. As a result, patient had symptoms or complications related to the event ¿ bleeding less than 250cc, patient¿s hemoglobin dropped from 13.9 to 10 to 8.3 with no blood transfusion and hospitalization was extended. There was no injury to the patient.